Event description:
While unit was in for scheduled maintenance, a welch allyn service technician discovered that the unit shock output energy was at 70% of the programmed energy setting.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Factory service discovered the reported problem while providing scheduled maintenance. Troubleshooting insolated the cause of the malfunction to a defective diode on the fire control board. The diode was replaced to restore the device operation. The repaired device passed acceptance testing and was returned to the customer.